Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 175 units of insulin. Reportedly, the customer reloaded the cartridge and resumed delivery. However, the customer received an inaccurate fill estimate. The customer's blood glucose level was 133 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.